Event description:
Pinnacle claim submission form alleges elevated metal ions, metal wear and mispositioned. After revew of medical records patient was revised to address painful left total hip arthroplasty with metal wear. Revision noted reported a large amount of black stained tissue throughout her hip and there was some concern about excessive anteversion of the cup. The acetabular implant was found to be abducted 43 degrees and anteverted 23 degress giving a combined anteversion of 43. Added stem and cup due to elevated metal ions and mispositioned. After review of medical records, revision notes reported that the trunnion itself showed a little black staining and the femoral implant was anterverted about 20 degrees. The patient had some notching of her trunion from impingement. The patient did have excessive soft tissue laxity which contribute to the impingement.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: a2 (dob), b5, b7, d4 (expiration date), d6, d11 and h6 (patient codes) corrected: a1 and h6 (device code) h6 patient code: no code available (3191) used to capture the and joint instability and device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient had pain.